Event description:
Edwards received information through its implant patient registry that a 21mm 11500aj aortic valve was explanted after a duration of two (2) months due to unknown reason. A larger size same model 23mm 11500aj aortic valve was implanted in replacement. No information about device return at this moment. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional customer complaint. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all events. Trends are monitored on a the investigation is still in progress; therefore, a conclusion has yet to be established.

Event description:
Edwards received information through its implant patient registry that a 21mm 11500aj aortic valve was explanted after a duration of 62 days due to annular abscess. A larger size same model 23mm 11500aj aortic valve was implanted in replacement. The surgeon affirmed that there was no device dysfunction and the device did not cause or contribute to the event. There was no evidence of infection on the edwards device. The explanted device was not returned for evaluation as it was discarded at the hospital. Type and source of infection was not reported and no information was found to suggest that it represented a new infection.

Manufacturer narrative:
Added information to b5, b7, h6. Intermediate/late onset endocarditis greater than 60 days post-implant occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the patient body and is not in any way related to the sterilization or packaging process of the device. The microorganism for intermediate/late onset prosthetic device endocarditis may be due to hospital-acquired infections of lower pathogenicity or community-acquired infections. Common sources of endocarditis include dental, surgical, or endoscopic procedures; IV drug abuse; or recurrent endocarditis. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. Based on the information available, the most likely cause is patient factors.